Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir compartment was cracked and was not sure how it occurred. Customer states that damaged may have been caused by sleeping on insulin pump. Customer's blood glucose was 546 mg/dl, which was treated with insulin pump. Customer was advised that insulin pump would need to be replaced.